Manufacturer narrative:
MDR - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was that leaking insulin at site for 2 to 3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.